Event description:
Evaluation revealed the force sensor was out of calibration. This report is being made based on the evaluation results.

Manufacturer narrative:
This report is made based on the results of evaluation completed on (B)(6) 2011. (B)(6). Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Evaluation revealed the force sensor was out of calibration. The pump was rewound, loaded, primed, and exercised with no alarms occurring. Ran load step with a cartridge set to 100 units. After load the pump displayed 100 units. However, force sensor calibration was not in specification (low). When the force sensor was removed from motor assembly the force sensor plate resistance reading was not in specification at 25k ohms high. Evidence of contamination was found on the force sensor shim plate.